Manufacturer narrative:
The device was returned with the cannula assembly deployed. No timeouts or drive stalls were seen in the device data. The data indicates that the pod completed both the first and second priming sequences before being deactivated. The device deployed as intended during manual deployment. No damages or defects were observed that would result in the needle deploying early. Although no problems were found, it could not be determined when the device deployed. The soft cannula was observed to be kinked. It is unknown how or when the kink occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early. The pod was not worn.